Event description:
A customer reported that their adc device prematurely detached after less than a day of wear. As a result, customer was unable to monitor glucose and experienced sweating and seizure, requiring treatment of milk and cookies by third-party. No further details of case were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.